Event description:
Additional information was received. A loss of therapeutic effect with acute pain was reported. The patient stated, it has been approximately 3 months since he last felt stimulation, and thought that the pain symptoms started at approximately the same time. It was reported that the pain symptoms had gotten worse. The patient stated that one of his leads was broken and now he felt that the other lead was broken as well. Patient was unsure when these reported lead breakages occurred. Patient tried turning stimulation energy all the way up and tried all of the stimulation programs but did not feel anything. Pain symptoms were located in the right leg and ankle. It was noted that the patient was in a motorcycle accident in (B)(6) 2012 but that his "device wasn't working even before then". The patient's wrist (unreported whether it was left or right) was fractured in the accident. The device was checked following the accident but results of the device check were not reported. No x-rays or testing have been done on the leads.

Event description:
It was reported that the patient has no stimulation sensation while the device is turned on. The lack of stim started a few days ago. The patient stated that there was no known accident or incident related to the change in the therapy. The patient increased the stim as high as he could, but still did not feel stimulation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 377760, lot# v006158, implanted: (B)(6) 2006, product type: lead. Product ID: 377760, lot# v006158, implanted: (B)(6) 2006, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 37742, serial# (B)(4). Implanted: (B)(6) 2006, product type: programmer. (B)(4).